Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4018 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("right cornua embedded into uterine wall") in a 41 year-old female patient who had essure inserted (lot no. 922603) for female sterilisation. The patient had a medical history of nabothian cyst, adenomyosis, endometrial disorder and painful periods in 2021, abdominal pain in 2015, ovarian cyst in 2011, vaginal discharge abnormality, pelvic pain and vaginal delivery in 2009 and vaginal bleeding, parity 2 and gravida ii. Previously administered products included: mirena and depo provera. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, laparoscopy, removal of both fallopian tubes). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: essure coil at fundus 3 coils visible on patient¿s right and 3 visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2023: clinical history: post essure procedure to document device placement and confirm fallopian tube occlusion. Indications: essure insert assessment. Complications: none. The patient tolerated the procedure well. Findings: scout films: the scout projection demonstrates a coiled insert on the right and a relatively linear-appearing insert on the left. Uterus: normal cavity. Fallopian tubes: the proximal portion of the right-sided insert projects over the right-sided uterine cornua and courses superiorly and medially with respect to the right fallopian tube. There is opacification of conscious agent of the right fallopian tube. There is no convincing evidence for overlap of the right-sided insert with the fallopian tube, which suggests that the insert is extraluminal with respect to the right fallopian tube. Furthermore, the coiled aspect of the insert is seen superior to the right uterine cornua and medial to the course of the right fallopian tube, suggesting that it may have perforated through the superior margin of the cornua, based upon relationship of findings noted on series #4. Opacification of the right fallopian tube is seen with free spill of contrast into the right-sided peritoneal cavity. There is satisfactory position of the left-sided insert with no evidence for abnormal opacification of the left fallopian tube nor free spill into the left-sided peritoneal cavity. Impression: 1. Abnormal position of the right-sided insert, as described, associated with a patent right fallopian tube. 2. Satisfactory position of the left-sided insert with imaging findings most compatible with occlusion of the left fallopian tube. Pre-op diagnosis codes: undesired fertility, evidence of patent right fallopian tube post essure procedure- encounter for sterilization. Procedure(s): fallopian tube ligation laparoscopic- findings: nl size uterus, no adnexal masses. No adhesions or evidence of essure coil perforation, right fallopian tube, left fallopian tube with evidence of essure coil in place. Patient to rr in stable condition. Complication: none. Details: there was no evidence of essure coil perforation in the right cornual area. The right fallopian tube appeared to be normal with the usual pliability. The left fallopian tube had evidence the a essure coil ( decreased pliability) in the proximal 2 cm of fallopian tube. [Pathology test] on (B)(6) 2015: final pathologic diagnosis a, b. Fallopian tube, right and left, respectively, salpingectomy and removal of foreign body tubal tissues with no pathologic diagnosis. Foreign bodies (clips bilaterally and coil spring, latter in specimen. Clinical history status post bilateral pelvic micro-inserts and additional clip placement on the right. Echogenic foci seen bilaterally greater on the right at level fundal/cornua likely secondary to implants and clip. Gross description: there is an essure wire/coil within the tube.; on (B)(6) 2021: clinical information female pelvic pain. Total laparoscopic hysterectomy, for the purpose of removing uterus and cervix. Gross description: on the right is exposed essure coil. The essure coil on the right cornu measures approximately 5.0 cm in length by 0.1 cm in diameter. There is no essure identified in the left cornu. Diagnosis: uterus and cervix, total laparoscopic hysterectomy: benign focally proliferative endometrium. Focal adenomyosis. Benign cervix with nabothian cysts. No residual fallopian tube tissue identified on histologic examination [ultrasound scan] in (B)(6) 2021: may show remaining essure coil at fundus. Sonogram (B)(6) 2021 uterus: the uterus appears normal in size. The uterus is oriented anteverted and is located midline. The uterine contour appears regular. The myometrium appears homogeneous in texture. The endometrial stripe is normal. The endometrial stripe measures 7 mm. Echogenic linear area seen in fundal area. Possible essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device emebbeded. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical device removal was updated to embedded device. Patient and reporter information,medical history,lab data,lot no.,expiry date.,indication,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coil noted in right cornua embedded into uterine wall") in a 41 year-old female patient who had essure inserted (lot no. 922603) for female sterilisation. The patient had a medical history of nabothian cyst, adenomyosis, endometrial disorder and painful periods in 2021, abdominal pain in 2015, ovarian cyst in 2011, vaginal discharge abnormality, pelvic pain and vaginal delivery in 2009 and vaginal bleeding, parity 2 and gravida ii. Previously administered products included: mirena and depo provera. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy, removal of both fallopian tubes, total laparoscopic hysterectomy). Essure was removed on (B)(6) 2021. The reporter considered embedded device to be related to essure administration. The reporter commented: on (B)(6) 2015, the patient was treated with surgery (bilateral salpingectomy, removal of both fallopian tubes, removal of left essure spring). She continued to have chronic pelvic pain. She underwent ultrasound that demonstrated retained essure coil noted in right cornua embedded into uterine wall. Essure coil at fundus 3 coils visible on patient¿s right and 3 visible on left. Discrepancy noted in expiration date: nov-2014 and mar-2015. Discrepancy noted in insertion date: (B)(6) 2011 and (B)(6) 2012 (as per mr). Discrepancy noted in removal date: (B)(6) 2022 and (B)(6) 2021 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: clinical history: post essure procedure to document device. Placement and confirm fallopian tube occlusion. Indications: essure insert assessment. Complications: none. The patient tolerated the procedure well. Findings: scout films: the scout projection demonstrates a coiled. Insert on the right and a relatively linear-appearing insert on the left. Uterus: normal cavity fallopian tubes: the proximal portion of the right-sided insert projects over the right-sided uterine cornua and courses superiorly and medially with respect to the right fallopian tube. There is opacification of conscious agent of the right fallopian tube. There is no convincing evidence for overlap of the right-sided insert with the fallopian tube, which suggests that the insert is extraluminal with respect to the right fallopian tube. Furthermore, the coiled aspect of the insert is seen superior to the right uterine cornua and medial to the course of the right fallopian tube, suggesting that it may have perforated through the superior margin of the cornua, based upon relationship of findings noted on series 4. Opacification of the right fallopian tube is seen with free spill of contrast into the right-sided peritoneal cavity. There is satisfactory position of the left-sided insert with no evidence for abnormal opacification of the left fallopian tube nor free spill into the left-sided peritoneal cavity. Impression: 1. Abnormal position of the right-sided insert, as described, associated with a patent right fallopian tube. 2. Satisfactory position of the left-sided insert with imaging findings most compatible with occlusion of the left fallopian tube. Pre-op diagnosis codes: undesired fertility, evidence of patent right fallopian tube post essure procedure- encounter for sterilization. Procedure(s): fallopian tube ligation laparoscopic- findings: nl size uterus, no adnexal masses. No adhesions or evidence of essure coil perforation, right fallopian tube, left fallopian tube with evidence of essure coil in place. Patient to rr in stable condition. Complication: none. Details: there was no evidence of essure coil perforation in the right cornual area. The right fallopian tube appeared to be normal with the usual pliability. The left fallopian tube had evidence the a essure coil ( decreased pliability) in the proximal 2 cm of fallopian tube. [Pathology test] on (B)(6) 2015: final pathologic diagnosis. A, b. Fallopian tube, right and left, respectively, salpingectomy and removal of foreign body tubal tissues with no pathologic diagnosis. Foreign bodies (clips bilaterally and coil spring, latter in specimen. Clinical history: status post bilateral pelvic micro-inserts and additional clip placement on the right. Echogenic foci seen bilaterally greater on the right at level fundal/cornua likely secondary to implants and clip. Gross description there is an essure wire/coil within the tube.; on (B)(6) 2021: clinical information female pelvic pain. Total laparoscopic hysterectomy, for the purpose of removing uterus and cervix. Gross description on the right is exposed essure coil. The essure coil on the right cornu measures approximately 5.0 cm in length by 0.1 cm in diameter. There is no essure identified in the left cornu. Diagnosis uterus and cervix, total laparoscopic hysterectomy: benign focally proliferative endometrium. Focal adenomyosis. Benign cervix with nabothian cysts. - no residual fallopian tube tissue identified on histologic examination [ultrasound scan] in (B)(6) 2021: may show remaining essure coil at fundus. Sonogram (B)(6) 2021. Uterus: the uterus appears normal in size. The uterus is oriented anteverted and is located midline. The uterine contour appears regular. The myometrium appears homogeneous in texture. The endometrial stripe is normal. The endometrial stripe measures 7 mm. Echogenic linear area seen in fundal area. Possible essure device. [Ultrasound scan] in (B)(6) 2021: may show remaining essure coil at fundus. Sonogram (B)(6) 2021 uterus: the uterus appears normal in size. The uterus is oriented anteverted and is located midline. The uterine contour appears regular. The myometrium appears homogeneous in texture. The endometrial stripe is normal. The endometrial stripe measures 7 mm. Echogenic linear area seen in fundal area. Possible essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device emebbeded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4018 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.